Event description:
Description of event according to initial reporter: upon deployment of filter, when it was unsheathed it did not expand in normal fashion. Therefore, the filter was re-sheathed and removed from the patient. The physician was able to deploy the filter outside the body (not inside the patient). The physician elected to open and use a filter (from another manufacturer) to complete the intended procedure successfully." Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence